Manufacturer narrative:
At this time no conclusions can be made as to what extent the bard/davol composix kugel (device #1) may have caused or contributed to this event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix plug or the bard/davol phasix patch. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol phasix plug and an unspecified bard/davol phasix patch the patient is only making a claim for an adverse patient outcome against the composix kugel patch (device #1). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿